Event description:
Clinical Narrative:Impella CP was inserted via right femoral arterial access site in a 51-year old male patient for acute myocardial infarction and cardiogenic shock indication. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was not reported.During support, significant access-site bleeding occurred around the sheath after transfer to ICU (Intensive Care Unit), Reportedly, groin management best practices were not fully followed, including lack of forward tension suturing, absence of angle matching with gauze, and the catheter being taped directly to the leg. The patient was hemodynamically unstable and received frequent epinephrine boluses for blood pressure support during transport, resulting in systolic blood pressure fluctuations from the 50s to over 200 mmHg. Bleeding reportedly recurred during hypertensive episodes and resolved once blood pressure was stabilized with good regimen of Blood pressure drips. The groin remained soft, and hemostasis was achieved using a FemStop device. The patient was receiving antiplatelet therapy, including Cangrelor. No blood products were administered, and the estimated blood loss was not reported. The Impella CP was explanted, and the patient was escalated to Impella 5.5 support via the right axillary/subclavian artery. The Impella 5.5 was successfully weaned and the patient survived.The reported access-site bleeding was associated with the femoral access site and occurred during patient transfer, in the setting of incomplete groin securement practices. Although, the significant blood pressure instability requiring repeated epinephrine administration and Cangrelor could be contributors to the event.

Manufacturer narrative:
The pump has been disposed of when they escalated to 5.5 several days ago.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.